Manufacturer narrative:
Device evaluation - the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic torn/broken. (B)(4). Conclusion: patient is over the age of 45 and per dfu for this lens model, this lens model is contraindicated for patients over the age of 45 years. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -10.00. (B)(4)- evaluation method: lens work order search. Evaluation results: a lens work order search revealed there was one similar complaint within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -10.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vault. Subsequently, the patient had significant reduction of irido-corneal angles and refractive surprise. The lens was exchanged for a shorter lens and the problem was resolved.